Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead was experiencing high and out of range pacing impedance. It was found that the helix of the rv lead failed to retract and the stylet failed to advance into the rv lead during reposition. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and stylet could not be inserted were confirmed but the reported event of high pacing lead impedance could not be confirmed. As received, a complete lead was returned in two pieces, the connector portion measuring 8.5 cm and the distal portion measuring 49.8 cm. The helix was returned partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage, which causing shorting between the conductors during electrical testing. After cleaning the helix and applying torque to the inner coil at short range, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region while the cause of the reported event of stylet could not be inserted was due to the inner coil at the connector region being overtorqued consistent with procedural damage.